Manufacturer narrative:
One used list #ch2000s-c and one used bd 30ml syringes were received and visually inspected. As received, spiros was securely connected to the syringe. Drug residuals were present in-between the luer threads of spiros/syringe connection. No other damage or anomalies were identified. Device was functionally tested and found to meet product performance specifications. No leaks occurred during functional testing. The luer of the returned sample was also measured and found to meet iso standards for luer fittings. The reported complaint can be confirmed based on the drug residuals present at the connection of spiros/syringe connection. How those residuals were created is unknown. The lot review was performed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Event description:
The customer reported that a spinning spiros® closed male luer, red cap leaked halfway through the therapy. It was further stated that when the spiros syringe left pharmacy all was ok. The nurse started giving the chemo and noticed a couple of drops leaking from the spiros (the bit closest to the syringe). The medication involved was doxorubicin (chemotherapy). The issue was not detected prior to direct patient use, there was no serious injury/death, no blood loss, but there was unprotected chemo exposure (the spiros starting leaking and came in to contact with a nurse administering the drug). The chemo spill was cleaned us per facility protocol. The device was changed out/replaced and no further problems were encountered. This report captures the second event and 2 used samples were returned for evaluation.